Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient became ischemic in mid deployment. The valve was recaptured two times because the valve was too high in the annular position. The valve was then removed while efforts were made to stabilize the patient and increase their pressure. The patient was placed on a bypass pump and the procedure was aborted. It was unknown whether the recaptures or the medtronic product caused or contributed to the ischemia. The patient subsequently died. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Additional information was received indicating an autopsy has been performed. If information is provided in the future, a supplemental report will be issued.